Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head of the toothbrush detached inside mouth-oral-b oral care refills [device breakage]. Case narrative: consumer via email stated that while his son was brushing his teeth, the head of toothbrush fell inside his mouth. No injury was reported.

Event description:
Head of the toothbrush detached inside mouth-oral-b oral care refills [device breakage] product counterfeit-oral-b refills [product counterfeit]. Case narrative: consumer via email stated that while his son was brushing his teeth, the head of toothbrush fell inside his mouth. No injury was reported. 16-sep-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill.no injury was reported

Manufacturer narrative:
Product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.